Event description:
The customer reported that after sealing broad ligaments, the device knife became jammed within the jaws. The instrument jaws could not be re-opened and the surgeon dissected the tissue directly adjacent to the jaws in order to remove them. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.